Event description:
The patient was admitted for a procedure with a lesion in the internal carotid artery. An angioguard was delivered to the lesion and deployed. Then a precise stent was being delivered, however, it would not cross the lesion as the wire on the angioguard was kinked. Therefore, the products were removed from the patient and another angioguard was delivered. However, this angioguard would not cross the lesion as the previous angioguard had cause the vessel to spasm. The product was removed. The physician decided to treat the patient with surgery.

Manufacturer narrative:
The patient was admitted for a procedure with a lesion in the internal carotid artery. An angioguard was delivered to the lesion and deployed. A precise stent was advanced; however, it would not cross the lesion as the wire on the angioguard was kinked. Therefore, both products were removed from the patient and another angioguard was delivered. However, this angioguard would not cross the lesion as the previous angioguard had caused the vessel to spasm. The product was removed. The physician decided to treat the patient with surgery. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of this lot. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.